Event description:
Doctor alleged the patient experienced an allergic reaction to the acrylic ingredient of the wraparound hawley retainer soldered to clasps. The patient experienced swelling approximately 10 minutes after inserting the appliance. The appliance was removed and wear discontinued. Benadryl was recommended to the patient. A new appliance will be manufactured in a different material.